Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a rash on her back when wearing the lifevest. The patient consulted his physician who prescribed an oral medication, steroids, and advised to remove the lifevest to help the rash heal. Follow-up indicated that the patient decided to end use of the lifevest.